Event description:
Post market surveillance review found report of two isola connectors with set screw loosening: article title: some connectors in distraction-based growing rods fail more than others (christopher lee) publication date: mar 2013. N=2: set screw loosening. The following mfg. Medwatch reports are being filed for the two isola connect set screws that had loosened: 1526439-2014-12186.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.